Manufacturer narrative:
The returned components were examined with the naked eye and under magnification. The head and neck remained assembled for this examination. Physical examination showed that the laser marks between the head and neck were aligned but the opposite end of the neck did not appear to be parallel with the slot on the head. There was damage in the locking regions of the neck but it is unclear if the locking region on the stem engaged the neck. There was damage on the stem platform but it is unclear when this damage occurred, during implantation or explantation. The components were also inspected to see if they continued to meet specifications. All of the measureable features were within specification. Some features were not measureable because the head/neck was still assembled and/or because of the damage of unknown origin. Additional mdrs associated with this event: 3025141-2017-00195: head, 3025141-2017-00196: neck.

Event description:
An arh slide-loc radial head product was implanted. At some point post op, the head/neck assembly dissociated from the stem. The implants were explanted.